Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have both bent grips, causing misalignment of the grips. There was a 0.039 offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips on axis seven at the distal end. This failure most caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar instrument's tips were not aligned. No known impact or patient consequence was reported